Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler and the serious adverse events of nausea and chest pain, which led to a discontinuation of ccpd therapy. The pdrn attributed causality to the patient¿s non-compliance and due to behavior health issues such as manipulation to shorten his prescribed treatment regimen. Patient related factors such as non-compliance (unintentional or otherwise) can be a significant contributing factor when evaluating poor outcomes). Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the patient¿s liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused and/or contributed to the serious adverse events. Furthermore, there was no report of a fresenius product(s) and/or device(s) failing to meet the users¿ expectations and/or the manufacturers¿ specifications.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) experienced chest pain and nausea while undergoing pd therapy on (B)(6) 2024. The patient contacted fresenius customer support for assistance performing a stat disconnect so he could go to the emergency room (ER). No additional information was provided during the intake process. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient is manipulative and frequently non-compliant with medications, pd treatments, and/or appointments. The patient has also come to realize stating certain key words during treatment (e.g., chest pain, nausea, abdominal pain) will often result in the on-call pdrn or his daughters allowing him to discontinue therapy without ¿getting into trouble.¿ the patient did not go to the hospital on (B)(6) 2025, nor does the pdrn believe he experienced any chest pain or nausea during treatment. First the patient asked his daughters to discontinue therapy, then after not getting the answer he wanted he called fresenius customer support. The pdrn attributed causality to non-compliance and behavioral health issues. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) experienced chest pain and nausea while undergoing pd therapy on (B)(6) 2024. The patient contacted fresenius customer support for assistance performing a stat disconnect so he could go to the emergency room (ER). No additional information was provided during the intake process. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient is manipulative and frequently non-compliant with medications, pd treatments, and/or appointments. The patient has also come to realize stating certain key words during treatment (e.g., chest pain, nausea, abdominal pain) will often result in the on-call pdrn or his daughters allowing him to discontinue therapy without ¿getting into trouble.¿ the patient did not go to the hospital on (B)(6) 2025, nor does the pdrn believe he experienced any chest pain or nausea during treatment. First the patient asked his daughters to discontinue therapy, then after not getting the answer, he wanted he called fresenius customer support. The pdrn attributed causality to non-compliance and behavioral health issues. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.